Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015.device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: a visual inspection revealed that the battery compartment was cracked on the side at the threads as well as above and below the bumper pad. The returned battery cap threads were found to be stripped/damaged. Evidence of moisture corrosion was observed on the underside of the returned battery cap. A test cap was used to complete the investigation. A leak test was performed and leaks were found at the cracks in the battery compartment. There was no evidence of moisture in the battery compartment. The pump case was removed and no evidence of moisture corrosion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.